Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the cgm reading was 3.2 mmol/l and the patient didn´t experience any symptoms. When a fingerstick was taken the blood glucose reading was high (no specific value reported), and the parent brought the patient to the hospital. The patient was treated with insulin per injection. The insulin treatment went ¿okay¿, though it was ¿not stable¿. The patient was kept for observation. The patient stayed overnight at the hospital and was discharged the day after. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the cgm reading was 3.2 mmol/l and the patient didn´t experience any symptoms. When a fingerstick was taken the blood glucose reading was high (no specific value reported), and the parent brought the patient to the hospital. The patient was treated with insulin per injection. The insulin treatment went ¿okay¿, though it was ¿not stable¿. The patient was kept for observation. The patient stayed overnight at the hospital and was discharged the day after. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.